Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2015 with the following findings: the keypad cover was fully intact with no damage or peeling observed. All keypad buttons were found to be unresponsive to button presses. The keypad cover was removed and no evidence of contamination or contact defects was found. The pump case was removed and there was moisture observed throughout the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.